Manufacturer narrative:
Block h6: device code a0401 captures the reportable investigation result of stent shaft break. Upon receipt at our quality assurance laboratory, this polaris loop ureteral stent underwent a thorough analysis. Visual inspection of the device revealed that both loops were detached (not fully), and were torn probably caused by the suture. The suture was also returned cut. A part of the stent shaft near the loops was also fully detached. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that the issue could have been caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the loops and was removed using excess force, the stent could get detached during the preparation affecting the performance of the device. The suture returned cut and not assembled in the device indicates that it might have been removed. The suture removal could have caused the detachment and tears observed on the loops and the detachment of part of the stent shaft. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a polaris loop ureteral stent was used in a left kidney stone lithotripsy and stone removal procedure. During preparation, the stent was fractured into two pieces near the end that was close to the bladder. The procedure was competed with another same device and there were no patient complications reported. This event has been deemed reportable based on the investigation result of stent shaft was detached/separated. Please see block h11 for full investigation details.